Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection and guide wire tip detachment occurred. The target lesion was located in the left main coronary artery at the portion of first and second right posterolateral branches and right coronary artery (rca). A 3.0 x 28 mm non-bsc drug-eluting stent was deployed via kissing balloon technique in the diagonal artery. The physician observed a dissection proximal to the stent and performed rest stenting in left coronary artery. Subsequently, a 185 cm j-tip pt²¿ guide wire was advanced in the coronary artery and marginal artery for safety; however, the tip of the wire was disconnected and it stayed in the marginal artery. The operator decided to keep the tip in the marginal artery and will plan for the next percutaneous coronary intervention in the rca in the next six weeks. No patient complications were reported and the patient's status was stable.